Event description:
The complainant stated that the head section of the bed is running up on its own. When the left siderail is unplugged, the problem goes away. And when the patient and caregiver controls are isolated separately, the problem will go away.

Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.